Event description:
It was reported that during a gastric bypass procedure, the clips would not advance. A like device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the jaws yielded, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. The batch records was reviewed and no anomalies were noted during the manufacturing process.